Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up on (B)(6) 2019. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited non-sustained right ventricular oversensing. It was determined that the signals from the episode were likely caused by myopotential oversensing. The physician elected to not make any changes at this time. The patient was not at risk of inappropriate shock and was in stable condition.